Manufacturer narrative:
The t:slim x2 g6 pump user guide states "incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels in the 400 mg/dl range. The customer alleged that the pump was not delivering insulin. Tandem clinical diabetes specialist contacted the customer and customer indicated that the issue was resolved. Customer indicated that the settings were entered incorrectly, causing the issue. Reportedly, customer continued to use the pump for insulin therapy.